Event description:
On (B)(6)2005, the pt was implanted with an scs system. The pt expired at the va hospital. The hospital staff stated that the death was not device related. The hospital staff is returning product to the company.

Manufacturer narrative:
Eval results: tested for communication with pt programmer failed. Communications error 2500. Ipg fails the "wake up" routine. Visual and functional inspection was completed. Conclusion: the complaint about: "pt died. It was not device related." Cannot be confirmed; the ipg as received is non functional. The product cannot be analyzed because of a lack of pertinent info on implant/explant dates and pt program parameters. Ans has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Ans defers to the pt¿s physician regarding medical history.